Manufacturer narrative:
(B)(4). The service engineer (se) replaced the graphic user interface (gui) central processing unit (cpu) and o2 cell. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 840 ventilator display had unreadable letters on the lower display panel. There was no patient involvement at the time of the reported event.